Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 290 mg/dl. A system check confirmed that the pump and cartridge functioned as intended. The customer changed the infusion set site to resolve the issue and ultimately reverted to an alternate pump for insulin therapy.